Event description:
It was reported that Right Atrial (RA) lead exhibited high impedance. Further information received indicates that repeat isometrics were performed on (b)(6)2026 with normal measurements. No changes are made and will continue to monitor. No patient consequences were reported.